Manufacturer narrative:
Philips service replaced the flashlite high end kit and restored the device to operational status, though the initial repair was incomplete. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that an invalid procedure warning prevented imaging on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.